Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions) h11. Corrected field: d10. The getinge fse (field service engineer) found that unit would not charge batteries position 1 and 2. When unit was plugged in the battery position 1 or 2 would light for a few seconds as if it was attempting to start a charge cycle and then turn off. Removed the power management board and saw a surface mount chip that was defective. Replaced the power management board and allowed the unit to charge over the weekend. Verified that the unit charged both both battery packs. Both batteries voltage, current, and capacity were in normal ranges. Unit would boot in clinical mode and operate normally on battery. After running battery test verified that unit could recognize and charge both batteries.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) unit would not charge batteries position 1 and 2. When the unit was plugged in, the battery position 1 or 2 would light for a few seconds as if it was attempting to start a charge cycle and then turn off.